Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed in the video provided by the customer but could not be confirmed. The video indicates that the multifunction cable is not able to maintain stable connection with the device. Therefore the device was not able to analyze ECG signal. The multifunction cable was replaced to remedy the problem. The multifunction cable was discarded by zoll (B)(4) and therefore the root cause for the reported malfunction cannot be established. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.